Manufacturer narrative:
(B)(4).

Event description:
It was reported that during surgery, the jorny ii tka femoral trial impactor sz1-10 broke inside the patient, at the junction of the handle and the piece that connects to the femur trial during trialing impaction. Procedure continued with a backup device from smith and nephew, with a delay of less than 30 minutes and without an injury. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
The device, used in treatment, was not returned for evaluation. Therefore, product analysis could not be performed at this time. So the reported event could not be confirmed. The clinical/medical team concluded, per complaint details, the device broke upon impaction; however, the procedure continued with a s+n backup device with a delay of less than 30 minutes and without an injury. Since no injury was alleged and the procedure was reportedly completed using a back-up device, no further patient impact would be anticipated. No further medical assessment is warranted at this time. Should additional information/documentation become available, the clinical/medical task may be re-opened for further evaluation. At this time, we have no reason to suspect that the products failed to meet any product specifications at the time of manufacture. A complaint history review found related failures; this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the risk management file revealed this failure mode was previously identified. Damage from prolonged use, misuse or rough handling are likely probable causes of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. This is a reusable instrument that can be exposed to numerous surgeries; damage from repeated use can occur. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.